Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. The ccc specialist dialed into the customer's system remotely and determined that the precision from the new well was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse serviced sample 1, sample 2 and reagent 4 drains. The cse then replaced the sample 2 and reagent 4 probes and aligned them. The cse ran quick check and service methods, which passed. The cse also performed precision testing and ran quality controls, which were acceptable. The cause of the discordant, falsely elevated co2 results on four patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation if device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.